Manufacturer narrative:
An event regarding foreign matter found in the outer powder pouch involving simplex bone cement was reported. The event was confirmed. Method & results: device evaluation and results:the powder pouch with the lot code 275fx1 was returned unopened for analysis. There is evidence of a dark brown/black substance/particles visible on the tyvek and outside of the powder pouch. Medical records received and evaluation: not performed as the product was not implanted. Complaint history review: indicated all twin packs were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: chr review confirmed that there were no other similar events reported for this lot. Conclusions: the investigation concluded that the foreign matter on the powder pouch most likely occurred in the manufacturing department. An nc was raised on (B)(6) 2016, for foreign matter on powder pouch. No further investigation for this event is possible at this time.

Event description:
Foreign body in cement. Dr. Used spare.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Foreign body in cement. Dr. Used spare.